Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: evaluation of right ventricular pacing-induced coronary microvascular dysfunction using guide wire-based sensor technology: a case report. European heart journal - case reports. 2025. 9, ytaf022. Doi: 10.1093/ehjcr/ytaf022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding right ventricular (rv) pacing-induced coronary microvascular dysfunction (cmd). The authors described a patient who underwent an implantable pulse generator (ipg) implant. Approximately two months post implant, the patient complained of chest pain which was more frequent and severe since the rv implant, regardless of activity or rest. A coronary angiography, acetylcholine provocation test, and a cmd evaluation using guidewire-based sensor technology were performed. Mild stenosis was observed in the left anterior descending artery (lad), atrial fibrillation (af) was induced by acetylcholine administration. Due to the inability to revert to sinus rhythm, evaluation of the coronary microcirculation was performed under af. Additionally, pacing-induced dyssynchrony was observed which contributed to the cmd. Reprogramming was performed and the device remains in use. No additional adverse patient effects were reported.